Event description:
After obtaining a diagnosis using ebus via the lymph nodes, the physician wanted to confirm diagnosis with superdimension system. Physician experienced unexpected system visual behavior using automatic registration. Switched to manual registration value of 2.5 (spec. < 10). Physician experienced similar unexpected behavior. Physician stopped case with pt under general anesthesia. There was no harm or injury to the pt reported.

Manufacturer narrative:
A service call was performed at this site on (B)(6), 2001 (three days prior to this case). The system was tested for accuracy and functionality and the testing showed the system passed and was within specifications. Based on the service performed, there are no further actions to be taken at the site at this time. There was no injury to the pt reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia.

Manufacturer narrative:
On (B)(4) 2010, a site visit was performed. An accuracy test and functional test were both performed and both passed. Additional troubleshooting was performed. Performed assessment of the environment for electro-magnetic sensitivity, the bottom part of the mattress was found sensitive to electro-static electricity. The physician was informed of this and shown how to determine this. It was recommended that the mattress pad be replaced with a completely non-conductive version. The site has not had any similar registration difficulties after this case and has performed many successful cases.